Event description:
It was reported that the patient had an x-trel system with a lead implanted on c2. The patient developed a malignant tumor on the spinal cord just below the electrode placement. It was thought that the stimulation may have affected the tumor. The tumor was removed. It was reported that it looked like paralysis had occurred, however it was also reported that after the tumor was removed the outcome was good.

Manufacturer narrative:
(B)(4): lead model 3487a, lot# unknown, implanted: 1994-(B)(6), explanted: unk.

Event description:
It was further clarified that the device was explanted only one month after implant, for an unknown reason. Seventeen years after the implant/explant, quadriplegia was confirmed. The patient went to the hospital and a malignant tumor was found at the place where the lead had been 17 years ago. The patient has been successfully rehabilitated.

Manufacturer narrative:
(B)(4).